Event description:
Customer alleged obtained blood glucose results of 210 mg/dl and 51 mg/dl when testing was performed back-to-back on the aviva system. Customer alleged symptoms of hypoglycemia and self-treated with orange juice, after which he reported feeling better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.